Manufacturer narrative:
The pod was received not deployed; the pink slide insert was not visible through the viewing window of the top housing. The downloaded data shows the device completed 47 first prime pulses and then was deactivated. Second prime was not completed. No timeouts or drive stalls were produced. Since second prime was not completed, the needle mechanism did not deploy. The pod was received not deployed so no bends or kinks were observed on the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The cannula was bent.